Event description:
Device report 1 of 2. Reference MFR report: 1627487-2012-09350. The pt is implanted with two percutaneous leads from different lots. It has been reported the pt's leads have migrated due to which the pt has been experiencing inadequate stimulation coverage. Multiple programming attempts were made to no avail. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.